Event description:
Per the audiologist, the pt reported headaches she attributed to the presence of the implant. Reportedly, the pt had not used the device for ten years due to poor performance. The pt's device was explanted in 20088, so that an MRI could be done. The pt is not planning to be reimplanted.

Manufacturer narrative:
This is a final report filed. This type of event is addressed in the device labeling.